Manufacturer narrative:
A picture was returned showing a burrette with a torn semi-rigid adaptor under the blue clave. The clave can be seen still attached by a portion of the adaptor, at a slight angle. The complaint of clave additive port snapping off can be confirmed based on the returned image. The probable cause of the observed damage is due to unintentional bending forces applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in was found to have separated during patient use. The reporter stated, ¿clave additive port snapped off." The quantity affected is 1 and is available for return for evaluation. A sample picture was provided showing the involved product snapped off. There was no patient harm reported.